Event description:
Physician performed an extremely high risk intervention on two saphenous vein grafts. The pt had been rejected for surgical intervention. The first graft had a moderate amount of thrombus in the mid body of the vessel. Upon crossing of the thrombus with the filterwire ez system, a piece of the thrombus embolized and resulted in no flow in the vessel. The filterwire was deployed and the lesion was stented but this did not resolve the no flow situation. Drugs were administered to aid in the restoration of blood flow. This was successful and the physician continued treatment of the second graft. The second graft lesion was crossed with a standard 0.014" guidewire used in a buddy wire technique to facilitate crossing with the filterwire ex system. While attempting to cross the lesion with the filterwire ex system, the guide catheter lost its seating in the coronary ostium and backed out and the wire position across the lesion was lost. Material in the graft lesion embolized. The filterwire was deployed and two stents were implanted in the lesion site. Drugs were administered to restore blood flow. This was unsuccessful and the filterwire was removed. Additional drugs were administered and the pt suffered cardiac arrest. The pt eventually regained cardiac rhythm and blood pressure and was transferred from the cardiac catherterization laboratory. The pt expired thereafter.